Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of detachment of the catheter and compression sleeve is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr groshong nxt clearvue two-piece connector assembly. Both connector pieces were received assembled. The assembled connector pieces were able to be pulled apart by hand with a moderate amount of force. Light use residue was observed on the connector pieces. Microscopic inspection revealed no damage on the locking arms of the proximal connector piece. No notable gaps were observed between the connector pieces when they were assembled. The distal connector piece was dissected and revealed the compression sleeve was not in the connector. The detachment of the compression sleeve and catheter suggests the connector assembly and catheter may have been assembled incorrectly and/or excessive force applied after assembly of the connector pieces. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer the decompression sleeve connection is detached along with the catheter. Additional information received (B)(6) 2023: the customer reported the detachment was found during the insertion process when it was maintained for a week. The connector is properly connected and the two pieces are properly locked and dislodging. It was reported this event occurred four times. This report addresses the first event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer the decompression sleeve connection is detached along with the catheter. Additional information received 11/5/2023: the customer reported the detachment was found during the insertion process when it was maintained for a week. The connector is properly connected and the two pieces are properly locked and dislodging. It was reported this event occurred four times. This report addresses the first event.